Event description:
Customer reported via phone, the insulin pump has been alarming no delivery. She changed the site and error occurred in two spots. Customer was concerned because her blood glucose rose to 400 mg/dl and wasn't sure what to do in regards to the alarm. Troubleshooting was performed. Customer was advised to disconnect at the quick release and perform a fixed prime, insulin exit. Customer was unaware if she had scar tissues. Customer was advised to remove the cannula and it was bent. Customer also stated the reservoir was stuck on the end as she doesn't take the paper off to undue it. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.